Event description:
The customer reported to baxter us one (1) intravia empty container (500ml) gamma sterilized leaked after filling with normal saline solution. There was no patient involvement, medical intervention or patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of one (1) intravia empty container (500ml) gamma sterilized leaked after filling with normal saline solution was confirmed during sample evaluation. One sample was available at the plant for evaluation. During visual inspection, a pin hole in the bag near to the hanger hole was observed. Unit failed to pressure test at 8psi, since the pin hole found in the unit. Assignable root cause of the reported condition is found to be set-up method used by the operator. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.